Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the transmitter had an unknown error. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. Confirmation of the complaint was could not be determined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4)

Event description:
Transmitter was received for evaluation. A voltage test was performed and failed. Confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.